Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was retracted back into the sheath and was manually pulled out.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that partial deployment of stent occurred. The target lesion was located in the hepatic artery. A 10x60x75 epic vascular stent was advanced to treat the lesion. Deployment was attempted three times by pull grip and thumb wheel, however the stent was not fully deployed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.